Event description:
The customer reported that the system will not make x-rays. Also, the left monitor was dark.

Manufacturer narrative:
The ge service rep reseated the cables on controller board. The system now makes x-ray.